Event description:
It was reported that the lead was explanted due to oversensing approx. 91 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin and 17 cm proximal to the lead tip. The proximal and distal fragment were received for analysis. The medial fragment was not returned. The analysis showed that the insulation was found rubbed through approximately 6 cm distal to the df1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.